Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during ipg replacement on (B)(6) 2024, physician was having difficulty getting the leads into the ipg header. As a result, 3 extensions were implanted to address the issue. Extensions resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.